Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): a 419478 lead, implanted: (B)(6) 2006. A 6945-65 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient experienced chest pain. There was occasional p wave undersensing noted on the right atrial (ra) lead during atrial tachycardia (at)/atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.